Manufacturer narrative:
Additional information received indicates that this event should not have been reportable. An event of leaflet fracture during procedure was reported. The investigation found that both leaflets were dislodged and were not returned. The valve rotated freely. The recessed pivot areas, and pivot guard did not contain any visible evidence of surface damage or anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. While the root cause of the leaflet dislodgement could not be conclusively determined, there was no evidence of material defect in the carbon coating that may have caused or contributed to the fractured leaflet. The damage may have been caused by some external force applied to the valve which overstressed the carbon material. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 21 mm regent valve was selected for implant. During the procedure, the valve was successfully implanted. While the valve was being rotated, both of the valve leaflets became dislodged. The leaflets were removed from the patient and the valve was replaced with another valve to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm regent valve was selected for implant. During the procedure, while inserting the valve, the valve leaflets snapped off. The device was replaced with another regent valve to resolve the event.